Event description:
The balloon was inserted on (B)(6) 2018. The patient checked into the ICU at (B)(6) center with an ulcer on the fundus and needed additional blood. The patient started on blood thinners as some point after the balloon was inserted. The balloon was removed on (B)(6) 2018. The patient is doing fine post removal.